Event description:
Attorney reports: in late 2006 - the patient underwent a hernia repair procedure with implant of a ventralex mesh patch. Patient continued to have pain and discomfort and was forced to undergo a second surgery. In 2008 - the patient underwent surgery for a recurrent incisional hernia repair and pain pump placement. The mesh was original mesh, noted to be separating from the abdominal wall with the hernia coming in over the edge of the mesh back to the original hernia defect. Adhesions were noted and lyses, the previous placed mesh was repaired and a second mesh, a composix mesh, was replaced. The patient continued to experienced abdominal pain and discomfort.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence and adhesions are known adverse event that are listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.